Event description:
It was reported that during a supply change the ilet user accidentally bent the inset cannula, and customer support instructed the user to replace the infusion set, perform a site change, reconnect to the prior tubing, and fill the new cannula, after which insulin delivery resumed. No reported symptoms or blood glucose impact. Outcomes included resolution of insulin delivery with no alerts, alarms, or clinical sequelae. Investigation included remote troubleshooting and user education focused on infusion set handling and set replacement. Investigation of this case revealed an infusion set deployment issue related to a bent cannula that was corrected through proper set replacement and reconnection procedures. It was concluded, based on previously established findings for similar reports, that the cause was user handling during set change leading to an infusion set insertion issue.